Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, the high energy shock impedance was 127 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.